Event description:
It was reported that the external pulse generator (epg) was not sensing properly. The epg was sent for repair. The engineer performed the calibration test. The status of the epg is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: engineer calibrated the epg and it subsequently passed the final test. The epg function has been restored. (B)(4).